Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient: pcc141000/022944102, pxc201000/03926731.

Event description:
In 2003, this patient received a gore excluder bifurcated endoprosthesis trunk ipsilateral leg component and contralateral leg component. A reintervention took place in 2005 to treat a distal type I endoleak. An additional contralateral leg component was used to extend into the left common iliac artery.